Event description:
A (B)(6) male pt called zoll customer support to report that his monitor wasn't powering up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon investigation the monitor was unable to power up. The cause for the power-up failure resistor was a broken lead on high-voltage capacitor c22 on the defibrillator board. The root cause for the broken lead on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began 01/21/2013. Results will be monitored. No adverse event resulted from the broken lead on c22. The pt received a replacement monitor.